Event description:
Asr revision. Asr xl acetabular system - right. Reason(s) for revision: pain.

Event description:
(B)(4). Asr revision; asr xl acetabular system - right; reason(s) for revision: pain. Update received (B)(4) 2014. Hospital name amended.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.